Manufacturer narrative:
One (1) tsv6h10 tapered screw vent implant was returned for inspection but the unknown placement tool stated to have dropped the implant was not returned. Visual inspection revealed that the implant is worn from use, and the internal drive feature shows signs of wear. No device lot number was provided so a device history record review and a complaint history review could not be performed. Appropriate documentation was reviewed and the following information was identified:. Instructions for use for tapered screw-vent®, advent® and trabecular metal¿ implants¿ 4869 rev 7-01/16: technique information ¿ step 6 rotate the fixture mount/transfer clockwise to thread the implant into place. Remove the insertion instruments. Optional: make a stage-one, full-arch, elastomeric impression using the fixture mount/transfer as a transfer. Alternatively, the fixture mount/transfer can be removed and used as a transfer after the healing period. Insert the 1.25mmd hex driver with gemlock retention [hxgr1.25, hxlgr1.25] into the fixture mount/transfer, unthread the coupling screw and remove the fixture mount/transfer from the implant. When placing internal hex implants into dense bone, thread the implant into the osteotomy until slight resistance is encountered, then remove the fixture mount/transfer and complete seating with the appropriate hex driver or hex drill [rh2.5, rhl2.5,rhd2.5]. Additionally, the fixture mount/transfer can be used as a temporary abutment for provisional restorations. For more detailed instructions, please refer to the tapered screw-vent® and screw-vent implants surgical manual #5161. A probable root cause for the reported event could not be determined, as the placement device was not returned. Complaint is therefore non-verifiable.

Manufacturer narrative:
Unknown placement tool.

Event description:
The doctor stated that during a procedure on (B)(6) 2017, when the implant (tsv6h10) was being removed from the vial with a unknown placement tool it did not fully engage and fell to the floor due to the difficulty removing from the vial. Another implant from stock was used to complete the procedure.